Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had become completely depleted at one point, which could damage the hlc batteries and compromise the device's ability to charge and defibrillate if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue, noting that the internal hybrid layer capacitor (hlc) batteries were at zero (0) for an extended period of time which could damage the batteries and compromise the device's ability to charge and defibrillate, if it were necessary. Physio observed that the device had accumulated a significant amount of on-time since receiving the device (more than 9.6 hours). The device would charge and defibrillate when tested. The likely cause of the reported issue was excessive on-time which drained the hlc batteries; however, component level cause could not be determined. The customer was provided with a replacement device.